Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl via an implanted pump. The indication was for non-malignant pain. It was reported that the pump was not working right. The patient representative (rep) stated the patient had a heart attack about 3-4 weeks ago and they had to use electrical stuff to shock him and bring him back to life and the pump had not worked right since then. The rep reported that the patient was having major back pain. The rep said, they heard the pump alarm from outside of the patient's body. The rep mentioned that the patient was in a rehab facility and the rehab facility has been contacting a hospital to see if someone can come and jump start the pump to get it back on the right track. She was told the pump have medication for months. The agent confirmed that the patient was not with caller during the call. The agent reviewed pump function and recommended caller consult with hcp ¿ofc¿ for the next steps. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
***Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. *** medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"***This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.***"